Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No bolus delivery anomalies noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. The customer¿s blood glucose level were 539 mg/dl, 500 mg/dl, 400 mg/dl and at the time of the incident it was 31 mg/dl. Customer was treated with shots and food. Customer. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature. The device will be returned for analysis.